Event description:
It was reported to philips that the system's flexvision monitor was unable to display live images. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.